Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. Troubleshoot was not able to be completed, due to the failed battery alarm the customer received after they took the battery out and put it back in. The customer was advised to insert a new battery and to call back and continue troubleshoot.